Event description:
It was reported that the hv impedance had increased. The physician disconnected the lead and placed it back in the header of the ICD. The impedance measurements returned to normal range. The patient was sent home, but returned when the patient notifier went off for high hv impedance. The impedance trend showed no out of range measurements. The physician believed that the alert was not cleared at the time of the revision.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.